Manufacturer narrative:
D9 and h3 were updated. The customer's meter and test strips (4 vials) were returned for investigation where they were tested using retention controls. Vial #1 (lot#: 397396-21 vial #00221730), testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.7 inr, qc 3: 5.1 inr, vial #2 (lot#: 397396-21 vial #00221531), testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.2 inr, qc 3: 5.2 inr, vial #3 (lot#: 417474-23 vial #00063526) only 2 strips returned, testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.3 inr, vial #4 (lot: 417474-23 vial #00063526), testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At an approximate time of 11:30 a.m., the meter result was 1.3 inr with test strip lot 39739621. At 12:01 p.m., the meter result from a different finger was 2.4 inr with test strip lot 41747423. The customer's therapeutic range is 2.5- 2.8 inr.